Event description:
The patient reported experiencing elevated blood glucose of up to 270 mg/dl when the insulin cartridge reaches 54 units of insulin remaining. The patient believes the infusion device delivers insulin inaccurately. The patient's normal blood glucose range is 120-150 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.